Manufacturer narrative:
Investigation outcome: it was reported "unit showing high vte/flow sensor errors" the device was not returned to hamilton medical ag for investigation. However, hamilton medical sent the pressure sensor assembly (B)(6) to be replaced by the customer. There was no response after three requests for additional information if replacing it resolved the issue. The complaint may be reevaluated if additional information is received. Complaint will be closed.

Event description:
The following was reported to hamilton medical ag: unit showing high vte/flow sensor errors. No patient involvement.

Manufacturer narrative:
Hamilton medical ag reference nr: (B)(4). Investigation is ongoing.